Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had a pipeline vantage flow diversion stent implanted on (B)(6) 2022. The pipeline was implanted to treat an unruptured left internal carotid artery (ica) c6 segment saccular sidewall aneurysm. The aneurysm max diameter was 11.3mm and the neck diameter was 6.3mm. It was reported that per corelab review of 6-month follow-up angiogram from (B)(6) 2023, pipeline fish-mouthing of the distal end was observed, about 25-50% of the braid diameter. There were no patient symptoms and no additional intervention/action taken associated with the finding of post-operative fish-mouthing. Additional information was received reporting there was no consequence of the arterial circulation. The fish-mouthing was unknown at the end of the procedure. The aneurysm dome height: 6.9mm, aneurysm dome width: 11.7mm, parent artery diameter distal to aneurysm: 2.7mm, parent artery diameter proximal to aneurysm: 4.1mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.